Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06518. It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lead was reprogrammed to switch vectors. However, the fluoroscopy indicated that the lv lead had extruded cables. The lv lead was capped and replaced. Additionally, the atrial lead exhibited short bursts of noise. Programming changes were made. The patient was in stable condition.